Event description:
It was reported that an ilet user, who had been trained and self-started therapy, experienced hypoglycemic events last recorded at 50 mg/dl while using the device, received education and troubleshooting, and elected to return the product. Investigation of this case revealed no clinical signs, symptoms, or conditions beyond the reported hypoglycemia and no device-related findings were identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.